Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging nothing comes up but a white screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a defective lcd.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.